Event description:
It was reported that during a procedure the ultrasonic scalpel would not pass generator testing so a bovie was used to complete the procedure. No patient injury was reported by the user facility.

Manufacturer narrative:
Two ultrasonic scalpels were returned to stryker sustainability solutions (sss) for evaluation and it is unknown which device was replaced with the bovie device. One device has a serial number of (B)(4) and the other device has a serial number of (B)(4), with both belonging to lot 4615382. Both devices were attached to a generator for testing. Both devices passed the initial diagnostic test that verifies the scalpel's adequacy for use. All buttons and foot pedals were pressed and found to successfully activate the devices. Each button was tested 10 times. While activating each device with the buttons, the shaft was moved up and down and side-to-side; the rotary dial was used to rotate the shaft clockwise and counter-clockwise, and the entire device was moved up and down and side-to-side. The devices activated continuously and without any skips, hesitation, or intermittence. The devices passed the test and no error codes were emitted. Therefore, the reported issue was unable to be replicated. Sss's instructions for use state: "for hand activation functions, select the hand activation button on the generator and ensure it illuminates. Refer to generator manual for further instructions." "When either the foot switch pedal is depressed or one of the hand control buttons is depressed, the blade is ultrasonically energized. To activate the selected minimum power level, press the left foot pedal of the footswitch of the lower hand control button (min) on the curved shears. To activate the selected maximum power level, press the right footswitch or upper hand control button (max) on the curved shears." A review of the lot control sheet for the reported devices serial numbers indicated that both devices passed all inspections prior to release. Based on the inability to replicate the reported issue, no root cause could be determined. The reported event is not occurring more frequently or with greater severity than is usual for the device.